Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was being electively explanted due to the patient's high defibrillation thresholds (dft's) and the fact that the device was part of the advisory issued on this model device. During this procedure, it was noted that the right ventricular (rv) defibrillation lead had pulled back significantly since the original implant.